Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined that the reported inflation issue appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily stenosed venus av fistula of the arm. An 8 x 60 mm armada 35 balloon catheter was advanced to the lesion without issue and inflated to 14 atmospheres; however, the balloon would not inflate fully. There was a waist in the balloon. A non-abbott 7 x 40 mm balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. No additional information was provided.